Event description:
It was reported the morphology discriminator incorrectly diagnosed svt for vt. The patient had dizziness. The device was reprogrammed. The patient condition is well.

Manufacturer narrative:
.